Event description:
The core universal drill was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the rotor and bearings are worn.